Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette. This occurred during setup for automated peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event and noticed air in the supply line. Renal therapy services (rts) reviewed the set-up steps with the hp. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Rts advised the hp to start over with new supplies and discussed proper procedures per the user manual. There was no report of patient injury or medical intervention associated with this event. No additional information is available